Event description:
It was reported that a back biter ent instrument broke during a procedure and another procedure was done.

Manufacturer narrative:
On 10/31/07, rwmic sales representative informed rwmic as indicated. There was insufficient information at this time. On 11/06/07, communication with enduser did not provide any information. User facility will not communicate directly. On 11/12/07, rwmic requested information from the enduser via letter, and as of current date, there has been no information provided. On 12/06/07, rwmic requested that enduser verify via email receipt of the letter. Should the device become available for evaluation, we will follow-up with any additional information.